Event description:
Reportable based on device analysis completed on 07-dec-2022. It was reported that tip damage occurred. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified right superficial femoral artery. A 2.0mm x 220mm x 150cm, mr coyote balloon catheter was advanced for dilatation. However, during the procedure, the tip was kinked. The device was removed and the procedure was completed with another of the same device. There were no patient injuries reported. However, returned device analysis revealed a balloon pinhole.

Manufacturer narrative:
(B)(6). Device evaluated by MFR.: returned product consisted of a coyote balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed damage to the tip. Microscopic examination revealed a hole to the balloon and guidewire lumen 7mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is damage to the tip.